Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no visible physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; however, the pump was found to be over-delivering. The root cause was determined to be the expulsor. The expulsor assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited accuracy failure and the programmed volume to be infused was not delivered. The issue was not related to physical damage or abuse and the unit was not dropped. There was no delay in therapy, no patient involvement and no patient harm.